Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgment issues. The lead also exhibited loss of capture and high threshold issues. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Thus, the high threshold and failure-to-capture allegations were not confirmed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Patient code 3191 captures the reportable event of surgery.

Event description:
This left ventricular (lv) lead was explanted due to dislodgement. The lead also exhibited loss of capture and high threshold. No additional adverse patient effects. The product was returned for analysis. Product analysis determined that the lead met specification and did not confirm the reported clinical observations.